Event description:
It was reported that an unspecified healthcare provider observed a prematurely depleting battery from this subcutaneous implantable defibrillator (s-ICD). It is unknown if a replacement procedure has been scheduled to resolve the event. At this time, the device remains implanted and in-service. No adverse patient effects were mentioned. Because this event was confidentially reported to the therapeutic goods administration (tga), no further information can be provided. Should any additional information be provided in the future, this record will be updated.